Event description:
It was reported that the device was explanted; however, follow up with the surgeon's office indicated that the device was not explanted. Reportedly, the patient expired due to a ventricular rupture (avr). Reportedly, the device is not available for return as it was not explanted.

Manufacturer narrative:
Device not returned.